Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device gave an "ECG failure" message. There was no patient involvement. The bench repair engineer evaluated the device. An operational check was performed on the device and the ECG failure message was cleared. The device was observed for a few days and the issue did not reoccur. The device returned to the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.